Event description:
It was reported that blood glucose levels fluctuated due to incorrect meal announcements with the ilet system, including a post-dinner rise to 275 mg/dl followed by a glucose falling quickly alert during sleep. The user treated the low per healthcare provider guidance with a shake and crackers and later acknowledged announcing meals incorrectly. Symptoms included hyperglycemia and a subsequent low glucose trend that did not fall below 70 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem related to announcing an incorrect meal size, with no device problem found and the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.